Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) transducer cable is missing. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10 the cable replacement was completed by the customer. H3 other text : not returned to manufacturer

Event description:
N/a

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) transducer cable is missing.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.